Event description:
Complainant alleged that during functional testing, the device did not detect the attached electrode pads and failed for high impedance. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customers report was not replicated or confirmed. The device was put through extensive testing including full functional testing and stress testing without duplicating the report. The device was recertified and returned to the customer. The pads used at the time of the reported event were not returned for investigation. No trend is associated with reports of this type.